Event description:
It was reported that defibrillation threshold failed for the right ventricular (rv) lead. A procedure to add an additional coil to the rv lead is planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2013; 429688, lead, implanted: (B)(6) 2013. (B)(4).